Event description:
Customer reported, he was using the pad, got up, went back a little while later to use pad, and it was stuck to his sheets/cover. When he pulled it up he noticed that they were burnt and that the pad was still hot, as though the pad stayed on.

Manufacturer narrative:
The root cause of the incident is that heating pad was deformed locally by an excessive force which caused loops of the heater wire to touch and generate a localized hot spot. This localized area must have been trapped to allow temperatures to increase to the point of causing the nylon cover to burn. The failure is consistent with lying on or sitting on the pad to cause the local deformation. The localized temperature increase could be caused by an object, such as a sheet or pillow, covering the area in question essentially insulating and isolating the area from the nearby thermostat. The combination of two such events would product an incident similar to this. There is no indication that the issue resulted from a mfg defect. The unit performs within specifications and the switch automatically shuts off as expected.